Event description:
It was reported the safety device failed and would not retract the needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3707 showed no other similar product complaint(s) from this lot number.